Manufacturer narrative:
(B)(4).

Event description:
Procedure: sleeve gastrectomy. According to the reporter: the reducer cap placed on the 10-15mm versaport seal consistently fell off during the case and a portion of the reducer cap fell into the patient. The piece was retrieved and case proceeded without incident. Current patient status: good was there patient injury/hazard: no reason product not returned: product was throw away after the case and before the rep was contacted. Anatomy involved: abdominal cavity. There was no patient injury. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. Piece of reducer cap was retrieved prior to closure.